Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery did not meet indications for implant upon device interrogation. No attempt was made to implant the device. There was no patient involvement.